Event description:
A customer contacted baxter's technical svc center to report an overfill with the homechoice (hc) machine in fill cycle 2. At the time of the call, the home pt (hp) stated that he had drained approximately 2300 ml during drain 1. At that point, the hp still felt pretty full (hp reported symptoms of abdominal discomfort, pain, distention, bloating) and immediately stopped fill 2. The hp initiated a manual drain on his own (prior to contacting technical services). The total amount drained with the manual drain was 969 ml. (For an overall drain volume of 3269 ml). The hp's programmed fill volume is 2200 ml. The hp is not sure why or how the machine "put that much solution in his body". The hp stated he did not bypass any cycles on the machine. The hp's nurse indicated that she believes the setting of "smart dwell" for this hp caused problems with therapy and contributed to this overfill situation. The nurse has since re-programmed the hc machine without "smart dwells" and therapy is going well. According to the nurse, there was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
Add'l PMA/510(k) number: k923065.